Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose of 38 mg/dl. Customer stated she was attached by a dog, ems was called and blood glucose dropped as low as 38 mg/dl. Customer stated she lost her transmitter and sensor after the attack. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.